Event description:
It was reported that during the procedure the stylet got stuck inside the lead. No adverse consequences to the patient. The lead was explanted and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.